Event description:
It was initially reported that the physician's handheld would only work when the ac cord was held a certain way. The handheld would only charge or connect if held in place. Good faith attempts for product return have been unsuccessful to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received that the handheld and flashcard were returned to the manufacturer for evaluation. The handheld was received without an ac adapter. During the analysis it was identified that the main battery was inserted backwards. As a result, the handheld was unable to be powered using the retuned battery. Additionally, it was identified that the sync cable connector on the bottom of the handheld was damaged. Because of the damage, the handheld was unable to receive power from the ac adapter. The cause for the damage to the connector is most likely associated with mishandling of the device as it appears the connector detents are not being compressed when removing or manipulating the serial data cable, thus placing an extensive amount of force on the handheld pcb and attached cable receptacle. No other anomalies were identified. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.